Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall # 1052693-06/13/16-001-r strip. Meter and test strips were not returned for evaluation. Strip lot number associated with recall number 1052693-06. Product lot number provided in the complaint expired. Unable to perform retention testing root cause: rc-074: manufacturing processing error note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for bad beeps. Customer has discontinued product - customer has true result meter and truetest test strips. The test strips are expired - manufacturer's expiration date is 05/27/2018 and test strips are part of recall. The customer feels well and did not report any symptoms. No medical attention associated with the use of the products was reported. Customer was upgraded to true metrix product line.